Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation at the atrium to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter had blocked irrigation ports. No error message was displayed. It was noted that there was lack of momentum in one hole during 60 ml purge. When checked at 17ml/30ml, the output of the same hole was found to be less than the other holes. The same problem was confirmed when the device was replaced. The device was replaced to solve the issue. The procedure was successfully completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the device does not have visual defects. After functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested and the unit passed the test without problems. Flow test showed that all six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The ablation was verified on the ablation test and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation at the atrium to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter had blocked irrigation ports. No error message was displayed. It was noted that there was lack of momentum in one hole during 60 ml purge. When checked at 17ml/30ml, the output of the same hole was found to be less than the other holes. The same problem was confirmed when the device was replaced. The device was replaced to solve the issue. The procedure was successfully completed with no patient complications. The device has been returned.